Event description:
During ventilation (sw 2.80 + co2 on) the device produced an error (blocksynch-error) while processing screen parameters of the last breathing cycle. Shortly afterwards watchdog tf9901 signaled an outage of the screen-process leading to an ambient mode.

Manufacturer narrative:
The issue in cer 82098 is deemed as a reportable event since the malfunction 'ambient state of ventilator' which logs different tfs and switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed different tfs and watchdog alarms which could be traced down to an unknowing problem. The precaution measures adapted with a new sw installation was for an implementation of the features of the ventilation mode. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. The allegation in cer 82098 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in cer 82098 as it will be deemed as a reportable event.